Event description:
It was reported that: the narkomed magnetic resonance imaging anesthesia machine had not been installed for use. The power supply was sitting on the bottom shelf of the narkomed magnetic resonance imaging. The power supply was moved to an unrecommended distance to the magnetic resonance imaging magnet contrary to label direction. Thus, the power supply was drawn from the bottom of cart to the side of the magnet.